Event description:
It was reported that during an unknown procedure, it was partially closed when using. Another device was used to complete the procedure. There was no patient consequence. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned partially cycled with a clip in the jaws; the cycle was completed and the clip was formed properly. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.